Event description:
Doctor could not use the guide at all in patient's mouth. Trajectory looked off when doctor inspected the guide and determined that it was "unusable" for surgery. Doctor ended up freehanding the entire surgery. During surgery, doctor was not successful in placing the implant on his own. He ended up doing a bone graft and surgery was aborted.